Manufacturer narrative:
(B)(4).

Event description:
It was reported by the sales rep that during an unknown procedure, the device would activate "on its own." Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Date sent: 9/1/2016 the device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident of: ¿the device would activate 'on its own.' ¿. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.